Manufacturer narrative:
The pump was tested by manufacturer and operated within specifications. The operation history log was also downloaded and reviewed. The history log shows that an infusion was delivered in piggyback mode at a rate of 120ml/hr with volume of 100ml (primary was set at 100ml/hr with a volume of 184.4ml). Once a piggyback infusion was completed, the device switched, per specification, to the primary mode. The device delivered 51.8ml of a solution in 31 minutes. The device was then put on hold and primary rate was changed to 900ml/hr from 100ml/hr and the infusion was restarted.

Event description:
The pump was delivering magsulfate in piggyback with d5.5 normal saline with 20meqkcl in the primary bag. Reportedly, the device was delivering in piggyback mode at 52cc/hr, pump alarmed and found in primary mode at 900cc/hr was previously running at 75cc/hr. No patient injury was reported.